Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, it was reported that the patient underwent a surgical procedure. It was reported that the graft hardened in the mixer before it was able to be implanted in the patient. A new kit was opened and used with no issues. No patient complications were reported.